Manufacturer narrative:
A DHR review was completed with no noted non-conformances or anomalies during production. The materials that are patient contacting are non-cytotoxic, non-sensitizing and non-irritating. Samples were not available for further evaluation.

Event description:
Patient reported skin irritation as welts, redness, and itching. The patient did seek medical treatment and used an otc medication (cortisone). Patient did follow skin preparation instructions.